Manufacturer narrative:
(B)(4). The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 metal jaws became detached. Signs of clinical use and evidence of blood were observed. Blood was observed on the handle and toggle. The heater wire was observed to be flexed from the center, and detached at the tip. The wire remained attached at the base of the jaw. The reported complaint was confirmed for the reported failure "bent wire".

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 metal jaws became detached. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 metal jaws became detached. A replacement device was used to complete the procedure. The hospital did not report any patient effects.